Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the cine printed circuit board and all connections, and reloaded the software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a communication error message. No pt injury was reported.